Manufacturer narrative:
Result of investigation: the root cause of the issue was determined as a user error. Blower driver fets overheating due to lack of maintenance / filter exchange combined with not reacting on blower temperature alarms caused damage of main electronics.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files has been sent and vyaire technical support advice the customer to cross check this unit with another main electronics with original blower of this unit, perform the blower test. And with another main electronics with another good known blower, perform the blower test and send the results. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that the bellavista 1000 has alarm 316-blower failure. There was no patient is involvement reported from this event